Event description:
It was reported during the patient's scs system trial procedure, the physician was unable to access the epidural space despite numerous attempts due to advanced degeneration of the patient's spine. The physician decided to abandon the trial. The patient was sent to recovery and did not report any adverse issues.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.